Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with frozen display. Unable to perform the displacement test, sleep current test, active current test and self test due to frozen display. Unable to download history files and traces using thus due to frozen display. Pump was cut open to perform visual inspection and found moisture damage on the battery tube, pcba 1, pcba 2, force sensor and motor home switch. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: corroded battery tube, corroded home switch, cracked case, scratched case, stained keypad overlay, cracked case (battery tube), cracked belt clip rails, cracked case-corner of belt clip rails and pillowing keypad overlay. Frozen display was confirmed during analysis due to moisture damage on the battery tube, pcba 1 and pcba 2. Cosmetic damage was confirmed on the back of pump. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported physical damage to pump. The customer reported no adverse event. The event involved product mmt-1782kl. Troubleshooting was performed and issue was unresolved. No harm requiring medical intervention was reported. Product return was requested for mmt-1782kl and insulin pump was retuned for analysis.